Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. Device was received with minor scratched lcd window. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced high blood glucose and insulin pump had blank display. The customer blood glucose level was 23 mmol/l at the time of incident and other blood glucose value was 17.3 mmol/l. It was unknown that auto mode feature was active or not at the time of event. Customer reported that there were cracked on insulin pump screen, battery compartment and retainer ring. Customer reported that the reservoir was able to locking in place. The insulin pump will be returned for analysis.